Event description:
The lens jammed during insertion with the passport ii. Upon removing the passport ii from the eye, the transition cell separated from the syringe, resulting in a posterior capsule tear and a vitrectomy was performed.